Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized due a blood glucose level of 450 mg/dl. Customer was treated with intravenous insulin and saline drip, and was released from the hospital three days later with no permanent damage. Reportedly, intermittent occlusions alarms occurred. Customer declined further troubleshooting with tandem technical support.